Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: the pump only contains records from (B)(6) 2014 with the pi open date being on (B)(6) 2014. No ¿loss of primes¿ were observed in customer¿s black box. Unable to confirm customer complaint. The pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or eaws observed. Checked force sensor calibration, pump was found in specifications with a reading of 217. When pump is booted the display is a dim red color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.